Manufacturer narrative:
The pump was not returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump was not infusing correctly. They stated that it appeared to be pumping but was not delivering and did not alarm. They stated that this resulted in the patient being admitted to the hospital for low blood sugar. They stated at this time that they were adding corn starch to the patients formula. The addition of corn starch is an off label use. Mmd did follow up with the initial reporter. They stated that there had been no additional adverse effects to the patient due to the complaint. They also stated that after trouble shooting and speaking with their medical provider, they had concluded that the pump was operating as intended and they would not be returning it to mmd for evaluation. (B)(4).